Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.